Event description:
A (B)(6) male pt supine on bed found unconscious by wife. Ems arrived on scene placed zoll m series biphasic monitor on pt (fast-padz) for initial defibrillation. Zoll charged for initial defib - shock button pressed to deliver shock. The patient received only partial dose of joules. The zoll machine made a loud electrical type popping sound internally. This zoll machine was immediately taken out of service. Back-up equipment was on hand.